Event description:
It was reported that the patient was admitted after experiencing chest pain, shortness of breath, and lightheadedness. Device interrogation revealed no anomalies. After the patient was discharged, the patient experienced another episode of lightheadedness and went into ventricular tachycardia and appropriately received a shock. The patient presented to the clinic few days later, and the device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.